Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The black spots reported by the user were observed during inspection; however, the black spots were determined to be embedded particulate matter (epm) at the welded cassettes. The epms at the welded cassettes were measured to be within the product specification of max allowance. As such, these epm on welded cassette are considered as acceptable. An underwater pressure test was performed, an no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that was a black spot inside a homechoice cassette. This was noticed before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.